Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer called concerned with all provided test results from meter memory. The customer does not know their expected blood glucose test result range. Coordinator initially spoke with customer who stated she is feeling a little shaky, but she thinks it is not because of the diabetes, it is because she is anxious. When contacted by technician, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/20/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 241mg/dl date: (B)(6) 2026 time: 4:23am fasting am. Result 2: 431mg/dl date: (B)(6) 2026 time: 7:26pm non-fasting pm. Result 3: 225mg/dl date: (B)(6) 2026 time: 1:38pm fasting pm. Result 4: 207mg/dl date: (B)(6) 2026 time: 1:35pmfastingpm. Result 5: 253mg/dl date: (B)(6) 2026 time: 12:51pm fasting pm. Result 6: 281mg/dl date: (B)(6) 2026 time: 12:38pm fasting pm. Result 7: 427mg/dl date: (B)(6) 2026 time: 1:58pm fasting pm. Result 8: 21mg/dl date: (B)(6) 2026 time: 1:40pmfasting pm. Result 9: 391mg/dl date: (B)(6) 2026 time: 1:39pm fasting pm.